Manufacturer narrative:
(B)(4). No pump error noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer¿s blood glucose was 6.1 mmol/l at the time of incident. Customer was able to complete rewind. Insulin pump passed displacement test. The insulin pump will not be returned for analysis.